Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an esophageal procedure on (B)(6) 2009. The reservoir functioned properly upon the first activation. Then, the locking plate of the reservoir was too tight to be locked upon reactivation. Therefore, a second like device was used with no adverse pt consequences.